Event description:
The pt experienced a shocking/jolting sensation along with a burning sensation down her neck and arms. She felt stimulation at night that woke her up despite turning the stimulation to zero and off before going to bed. The symptoms began after a fall the pt had about three months prior. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).